Manufacturer narrative:
Continuation of concomitant products. Model: ddbb1d1, ICD; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presented to the emergency department (ed) and a remote transmission was sent inquiring about the patient's heart rhythm. Information received on the remote transmission was reviewed by qualified personnel. It was determined the patient's rhythm was within the implantable cardioverter defibrillator (ICD) programmed ventricular tachycardia (vt) monitor zone. It was also noted that the patient's right atrial (ra) lead was undersensing. Follow-up was completed and it was verified that reprogramming was completed to adjust the ra lead sensitivity. The device and lead remain in use. No patient complications have been reported as a result of this event.